Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an estimated implantation period of 53 months, oversensing with inappropriate shocks was reported. A possible lead fracture was assumed. At the moment, biotronik has no further information with regard to the revision / explant procedure of the lead / system. Should we receive more details, this report will be updated. Apart from the shocks, no further adverse patient side effects have been reported.